Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was corrosion and problems with the motor and rotor, which were replaced along with other components. Service repaired and returned the device to the customer.

Event description:
It was reported that the handpiece was overheating. This did not occur during a surgical procedure. There was no patient involvement. There were no adverse consequences reported as a result of this event.